Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. One patient required a blood transfusion, and another required IV fluids. The surgeon was a prior seamguard user and his cartridge selection is 2 black and 4 green. He did not change cartridge selection when using new buttress.

Event description:
It was reported that post-operative three days later after a sleeve gastrectomy, the patient reported problems with nausea. The patient was infused to address the nausea. The surgeon noted that there was some oozing.

Manufacturer narrative:
(B)(4). Date sent: 10/19/2020. Additional information was requested, and the following was obtained: in regard to the patient that received IV fluids, did the surgeon assume the nausea was related to blood loss or were diagnostics performed? Was the post-op care altered in any way for this patient? In regard to the second patient, the surgeon believed the nausea was related to blood loss. He didn¿t mention anything related to performing diagnostics. He did keep the patient an extra day.